Event description:
The company was informed that the pt reportedly experienced loss of lock for two days. The pt also reported sound issues and implant site sensations. Programming adjustments were made; however, the issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.